Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.070, lot: 9956765, manufacturing site: bettlach, release to warehouse date: july 01, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 4.2mm trocar 210mm was received showing the shaft bent. No other issues were identified with the device. Dimensional inspection: drawing: 4.2mm trocar feature: trocar proximal shaft diameter measured dimension: adjacent to deflection/bending point result: conforming document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. 4.2mm trocar during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed. No definitive root cause could be determined. It is possible that the device encountered unintended/excessive forces. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that a 4.2mm trocar was bent. There was no patient involvement. This report is for one (1) 4.2mm trocar 210mm. This is report 1 of 1 for (B)(4).